Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/13/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive and required increased force to engage; the ok keypad button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly with no signs of discoloration. Also unrelated to the complaint, a crack was found at the battery compartment threads.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "down" arrow button has become intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.